Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the generator power supply and the backplane. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently went into an alarm status. No patient injury was reported.